Event description:
It was reported during preparation of an unknown procedure, the surgeon fired the device into the air. The retaining pin was noted to advance too far. Another device was used in the case. There was no pt consequence.